Event description:
The pin collet 2-3.2 mm was sent for service and during failure analysis it was noted that there were metal shavings present after driving the pin. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The quality specialist confirmed the reported event and noted metal shavings were found and the driveshaft had score marks. According to a review of the risk documents, wear on the driveshaft can produce metal shavings. Therefore, it is likely the reported event was due to driveshaft scoring.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
The pin collet 2-3.2 mm was sent for service and during failure analysis it was noted that there were metal shavings present after driving the pin. There was no patient involvement and no adverse consequences associated with the device.